Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection and sepsis. Intravenous antibiotics were administered to the patient. No further adverse patient effects were reported.

Manufacturer narrative:
Corrections made to h6 impact codes, and h6 evaluation method codes, h6 evaluation conclusion codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection and sepsis. Intravenous antibiotics were administered to the patient. No further adverse patient effects were reported.